Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed the cartridge and resumed insulin therapy. Occlusion issues continued and the customer reverted to manual dose injection and a replacement pump was sent to resolve the issue.